Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. After unspecified lengths of time in use, the customer reported the injection ports leaked unspecified chemotherapeutic agents. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.